Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Single xr reviewed and not submitted to radiology as the quality of the image is poor. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: unknown competitor's head. Unknown competitor's stem. Zimmer biomet tm cup. Part: 00700006020, lot: 65445459. Zimmer biomet bone screw. Part:00662406520 lot:65159661. G2: australia. The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 2 years post-implantation due to reoccurring dislocations. It was noted that the metal locking ring of the liner had been impinging on the neck of the competitor's stem causing severe metallosis. The stem and liner were removed, and spacer g was inserted for six weeks. Another revision surgery will be required to replace the stem and liner. Follow-ups to gather additional information are currently in process.